Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient exchanging their system controller due to a backup battery fault alarm from expiration of the backup battery was unable to be confirmed. Provided information stated that the patient had exchanged their own controller due to panicking from a backup battery fault alarm that had occurred from using an expired backup battery. Additional information stated log files from system controller, serial number (B)(6), were unable to be provided. It also communicated that no products would be returned for analysis. A root cause for the reported event could not be conclusively determined through this investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a battery exchanged alarm and decided to change the system controller in the morning of (B)(6) 2026 out of panic. The log files were submitted for review. The log event captured invalid controller clock alarms on (B)(6) 2026 that may have been due to the controller exchange. The internal battery was changed due to expiration which was the original reason for the alarms and resolved after exchange. The patient remained on backup controller. The mechanical circulatory support (mcs) equipment operated as intended.